Event description:
Caller states a neonate patient tested 1.9 mmol/l on the inform system while comparison labs returned as 3.3 mmol/l and 1.7 mmol/l within 10 minutes. No treatment information provided. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.